Event description:
Related manufacturer reference numbers: 2017865-2022-05962. It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the atrial lead exhibited high capture threshold and no capture. The pacemaker also exhibited premature battery depletion due to high drainage from the lead. The pacemaker and the atrial lead was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The reported events of premature discharge of battery and no capture could not be confirmed. The device was above elective replacement indicator level was returned for analysis. Electrical, mechanical stress and capture tests and longevity assessment were normal with no anomalies found.